Event description:
Avitene microfibrillar collagen hemostat flour manufacturer barcode not scannable leading to a delay in patient care (barcode possibly not linked to corresponding medication ndq. Unable to fully use hospital computer system due to inability to scan the product. (B)(6).